Event description:
The account alleged that the brake casters would still rotate when the brakes are set. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.